Event description:
Failed suture extracted from tissue by surgeon with a higher than normal level of difficulty. Needle released from suture in a controlled release fashion.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.